Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. He stated that he first suspected a problem when he woke up with a blood glucose level of 267 mg/dl. He stated he bolused 4 units of insulin and 1.5 units of insulin that day, but there were no boluses in the history of the device for that day. He stated the device does not make its usual sound when counting down a bolus. He disconnected from the device and bolused and no insulin came out of the end of the tubing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.